Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the large suturecut needle driver instrument was found to have a broken or loose cable. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. The complaint was confirmed by failure analysis/ isi followed up with the initial reporter and obtained the following additional information: there was no known damage to the instrument. There was an issue with the yaw and pitch motion. It was unknown if there was a broken cable. The instrument did not collide with any other instrument or tool during the procedure.